Event description:
It was reported that the programmer generated a "overheating" warning at a clinic. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis was unable to verify the customer comment of overheat message but the power supply and system cooling fan were replaced as a preventive measure. (B)(4).

Event description:
It was reported that the programmer generated a "overheating" warning at a clinic. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).